Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was in costa rica kayaking when they received a sensor error message. The patient was unaware that the sensor failed (not providing values) and stated the pump kept giving insulin, because of which he experienced a hypoglycemic event. The patient loss consciousness after the kayaking and was brought to the hospital by the local guide. The patient did not receive any treatment before the hospital but was given glucose in the hospital, it is not reported how much glucose was given and by which route. The patient regained consciousness in the hospital and was discharged after a few hours on the same day. At the time of the report the patient was fine. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.